Event description:
It was reported that during an unknown procedure, the surgeon reported to me that a patient had a post op hernia at a 12mm trocar site. The patient had to be re-operated on, as it was an incarcerated hernia. One device was discarded.

Manufacturer narrative:
(B)(4); device was not returned for evaluation. The following information was requested, but unavailable: what is the location of the trocar site? Did the surgeon close the trocar site? (Fascia) how long after the procedure was it identified? Was the defect identified before it was incarcerated?